Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had pneumothorax. The physician was able to complete the enb portion of the case. The pneumothorax resolved itself and patient went home.